Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had not been functioning properly since implant and lead dislodgment was suspected. The rv lead was explanted and not replaced as the explanting physician determined the patient did not meet the proper indications for implantation of a pulse generator (ipg) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies. The analyst commented that the distal low voltage (low voltage) electrode of the lead was covered in blood and the distal lv electrode of the lead was covered in body tissue/fibrotic growth.